Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a minor lead migration and ipg rotated from 12 o¿clock to 3 o¿clock location. Pt had a fall while in montana over the summer and broke her femur. Impedance check and connections wnl. X-ray completed in office to confirm. Pt reprogrammed and ipg reoriented.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2021; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.